Event description:
Reference MFR reports: 1627487-2009-00308 and 1627487-2009-00309. The patient received his scs system consisting of an ipg and 2 leads on (B) (6) 2009. It was reported that the physician explanted the system on (B) (6) 2009, due to an infection. The patient was given antibiotics and the infection resolved. The physician intends to reimplant the patient within 6 months.

Manufacturer narrative:
Device 3 of 3. Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be tested functionally. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in a response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.